Event description:
Patient with a history of nicm, dm who is referred for defibrillator revision/riata lead recall. Battery depletion of ICD generator. Indications include nyha class ii ef less than or equal 30% with co-morbidities of anticoagulation management required.